Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and the universal serial bus (usb) interface is damaged. Functional could not be performed because the device would not turn on. The reported event of an overheating receiver was confirmed. The root cause was determined to be a damaged usb connector that is dislodged.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that the receiver was overheating on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.